Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was to be used during a dilatation procedure in the esophagus performed on (B)(6) 2014. According to the complaint, after unpacking, the clear plastic cover of the syringe gauge was found to have moisture. Reportedly, the meter was difficult to read. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of clear plastic cover of the gauge had moisture so gauge was difficult to read. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the complaint device revealed that the gauge cover had a stain on it. The gauge cover was cleaned using 70% ipa and this did not remove the stain. It was noted that there was micro small cracks on the face of the gauge cover. The reported event was confirmed as visual inspection noted that there was a stain on the gauge cover; however there was no ¿moisture¿ noticed on the device. The most probable root cause of this event is handling damage. It is possible that the gauge cover came into contact with saline or contrast media during prep but it wasn¿t cleaned straight away and caused the stain on the gauge face when it went into the small cracks. The gauge and cover are 100% inspected prior to release, and any moisture or cracks would have been detected prior to packaging. The issue was likely occurred during handling of the device either during the clinical procedure or unpacking/preparation of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was to be used during a dilatation procedure in the esophagus performed on (B)(6) 2014. According to the complaint, after unpacking, the clear plastic cover of the syringe gauge was found to have moisture. Reportedly, the meter was difficult to read. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.